Event description:
It was reported that the patient would have the lead wire that was broken surgically fixed as soon as possible. The patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. No further information was available.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was still planning on the revision, but was having a horrible time with her rsd. She had also just had a knee replacement and could not have the device revised yet. The lead still wasn¿t working. It was stated that she hadn¿t had any falls. The patient had just been using the other side, which worked for a while, but then the stimulation to her right arm just quit working. If additional information is received regarding the revision, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3487a-33, lot# v277187, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-33, lot# v277187, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-33, lot# v375102, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-33, lot# v394034, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-33, lot# v463917, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).